Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset at 80% battery life. In addition, it was noted that when the pump turned back on the time was inaccurate. Customer's blood glucose level was not impacted. Reportedly, the customer has an alternate pump for continued insulin therapy.